Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead "came back" after trouble during catheter slitting. The lv lead was removed and, replaced with a different lv lead. No patient complications have been reported as a result of this event.